Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, g3, g4, g6, h2, h4.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 11103207 modular lateralized taperloc femoral 13.5 x 147 mm 973820 stem; rd118848 m2a-38 cup 48mm 704100. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised over twenty (20) years post implantation for metal-on-metal complications. The head component was explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. Suggested component code: mechanical (g04) head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.